Manufacturer narrative:
The patient's nihss (national institutes of health stroke scale) score was improved. The event was resolved and no serious adverse event (sae) was reported. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that the device was prepared as per the device directions for use (dfu), continuous flush was maintained, and no damage on the retriever was noticed. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned, a cause of undeterminable will be assigned to the as reported ¿retriever clot integration issue'. It was reported that embolization to new territory (ent) ica (internal carotid artery) ¿ pca-p2 (posterior cerebral artery) occurred during the study procedure and was resolved using another trevo device. No neurological deterioration was reported. The reported ' patient embolus' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during mechanical thrombectomy procedure using the subject retrieval device to remove a clot from internal carotid artery (ica), the embolization to new territory (ent) occurred at the posterior cerebral artery (pca- p2). The embolus was successfully removed with another retriever and the procedure was completed. No further information is available. Update information: additional information received on 21-feb-2020 stated that the patient's nihss (national institutes of health stroke scale) score was improved. The event was resolved and no serious adverse event (sae) was reported.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during mechanical thrombectomy procedure using the subject retrieval device to remove a clot from internal carotid artery (ica), the embolization to new territory (ent) occurred at the posterior cerebral artery (pca- p2). The embolus was successfully removed with another retriever and the procedure was completed. No further information is available.